Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device will not work on backup battery, no dc power. No patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2015. Date of manufactured: 04/25/2016. Conclusion / root cause: the power supply was tested and no failures were identified. (B)(4).

Manufacturer narrative:
Confirmed customer's complaint, backup battery does not charge properly, unit will run on backup battery. Replaced backup battery assembly. Replaced power supply assembly. Performed 12.5k hour pm service. Ran performance assurance test and unit passed successfully. Unit is ready for patient use.